Manufacturer narrative:
To date, the device has not been returned to olympus but was examined on-site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer staff operators were getting sick from the fumes from the endoscope preprocessor. No patients were affected, however eight staff members were affected. An olympus field service tech came on site and sealed the area with silicone and the malfunctioning part was replaced. There have been no known spills or leaks of disinfectant solution. There have been water leaks from 3 machines. These machines are in a "clean" room which maintains positive pressure. There was no malfunction in maintaining the pressure. None of the acecide bottles were damaged. None of the environmental conditions were out of range. The staff did not report this occurring during changing of the chemicals. It happened more so when the machines were running. This complaint is regarding staff member who experienced headaches. No treatment was given, and the employee returned to work as scheduled. There was no serious deterioration in their health. There was no evidence that a permanent disability or permanent damage that caused substantial disruption in the state of health of the patient, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that staff operators were getting sick from the fumes from the endoscope reprocessor; however; it was confirmed that the operator did not require any treatment and returned to work as scheduled the following day. There was no serious deterioration in their health. There was no evidence that a permanent disability or permanent damage that caused substantial disruption in the state of health. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, it is possible that during the water supply piping disinfection process, fluid leaked, and the users were not fully protecting their eyes, nose and mouth. This exposure to the vapor from the evaporating disinfectant, could have caused injuries such as headaches. However, the definitive root cause of the reported issue could not be determined. The instruction for use warns the prevention method associated with the event: chapter 8 replacement of consumable items. 8.2 replacing the disinfectant solution. Warning. -when handling the disinfectant solution, wear appropriate personal protective equipment to prevent direct contact with your skin and eyes or excessive inhalation of its vapor. The disinfectant solution and its vapor may adversely affect the human body. If you get disinfectant solution in your eyes, immediately rinse with a large quantity of water and then call a medical specialist. Wear personal protective equipment, such as eyewear, face mask, moisture-resistant clothing, and chemical-resistant gloves that fit properly and are long enough so that your skin and eyes is not exposed. All personal protective equipment should be inspected before use and replaced periodically. If personal protective equipment is damaged or defective in anyway, do not handle hazardous chemicals and refer to the facility policies. Olympus will continue to monitor field performance for this device.